Event description:
It was reported by the patient that the remote monitor interrupted the home phone lines. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and failed the incoming visual/functional check as it would not begin an interrogation. An interrogation test was then performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.